Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, the patient could not see well. The lens was exchanged in a secondary procedure for a different model, but same diopter iol. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Haptic and optic damage was observed. The damage is typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge/handpiece combination used. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).